Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-3636 knotless 1.8 fibertak was implanted in a patient on (B)(6)2023 during a left shoulder arthroscopy with a labral repair procedure. In 2024, the patient had an x-ray performed due to a fall, which revealed a metallic item in the anterior glenoid. A follow up CT scan confirmed the metallic item, which appeared to be a very small piece of an anchor broke off during the 2023 surgery. No further information was provided.

Manufacturer narrative:
Additional information: d6a, g3, h3, h6. The complaint device was not received for evaluation. Complaint not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or excessive impaction.